Event description:
Customer alleged after short periods of use, the chair's front casters would not maintain contact with the ground. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rvl, serial number/date code unknown. The consumer alleged that after a short period of use, the front casters do not maintain contact with the ground and are uneven. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.